Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a viscous, foreign liquid was seen in the bd plastipak¿ concentric luer lock syringe during use. The following information was provided by the initial reporter, translated from french: "when using a 50 ml syringe: a viscous liquid appears in the syringe (large quantity)".

Event description:
It was reported that a viscous, foreign liquid was seen in the bd plastipak¿ concentric luer lock syringe during use. The following information was provided by the initial reporter, translated from french: "when using a 50 ml syringe: a viscous liquid appears in the syringe (large quantity)"

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 05-jul-2022. H.6. Investigation summary: one sample of an unknown lot was provided to our quality team for investigation. Through visual inspection, no sign of excess silicone or other liquid was observed. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. As the lot involved in this incident is unknown, a device history review could not be performed. Testing was performed on the retuned sample and verified the product met required limits, no excess of silicone was identified. While we could not identify a direct issue and the sample was verified not to contain an excess of silicone, silicone can be visible due to issues related to poor distribution inside the barrel. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.